Event description:
It was reported that during the initial implant of the left ventricular (lv) /coronary sinus (cs) lead, the lead had to be repositioned multiple times in the cs branch due to high threshold. The lead was eventually placed at the very distal end of the cs branch at high but acceptable threshold of 3v at 1 ms. The lead was tested, and diaphragmatic stimulation was observed at 10v at the proximal pole. This lead position was accepted. The procedure was completed without further events. The patient was transferred to recovery in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).